Manufacturer narrative:
The reported event was confirmed use related because the patient were using an external catheter instead of an internal one. The root cause of this failure was "healthcare provider not aware patient has urinary retention or on appropriate use of device.". A device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Contraindications: ¿ patients with urinary retention note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. "Not recommended for patients who are: ¿agitated, combative, or uncooperative and might remove the purewicktm female external catheter ¿experiencing skin irritation or breakdown at the site." ¿ never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. "Precautions: do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction." Recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that customer just found this twitter thread about urosepsis, and it seems a clinician was referencing purewick in that a patient was retaining urine because they were using an external catheter instead of an internal one, and they felt this contributed to the condition. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer just found this twitter thread about urosepsis, and it seems a clinician was referencing purewick in that a patient was retaining urine because they were using an external catheter instead of an internal one, and they felt this contributed to the condition. It was unknown what medical intervention was provided.